Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that during a pump replacement procedure due to elective replacement indicator (eri), they were unable to aspirate the catheter so they decided to replace the entire system.  The complete catheter was explanted.  The issue was unresolved as of (B)(6) 2024. The devices were to be returned to the manufacturer.   No patient symptom was reported.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0211730637 serial# implanted: explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, lot #: 0211730637, ubd: 28-feb-2018, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the pump administered fentanyl with concentration 1,000.0 mcg/ml). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The cause of the inability to aspirate the catheter was not determined. The issue was resolved with system replacement. The spinal segment of the catheter remained in situ inside the patient, and the explanted portion of the catheter had been returned to the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0211730637 serial# implanted: explanted: (B)(6) 2024-product type catheter h3: analysis identified a kink in the catheter body medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.